Manufacturer narrative:
Eight (8) new list# ch3581, oncology kit w/spinning spiros®, c-clip, red cap. Lot# 4711975 and one (1) new bd alaris pump infusion set, ref # 2420-0007, lot# 20033329 were received for evaluation. As received, no damage or anomalies were identified on any of the returned samples. All returned spiros were functionally tested and met product performance specifications. The luers of all the returned devices were measured and found to meet iso standards. No leaks or disconnections occurred during functional testing. Without the return of any used devices, the reported complaint of a disconnection resulting in leakage could not be confirmed or replicated. A device history review for lot# 4711975 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The samples were received. The investigation is still pending.

Event description:
The event involved an oncology kit w/spinning spiros, c-clip, red cap that disconnected from the bd pump set during infusion of vincristine and nelarabine resulting in a leak of medication. The event occurred 9 minutes into the infusion. The exact location of the disconnection is the male luer of the bd/carefusion set connection to the female luer connection of the spiros. The medication came into contact with the patient or health care provided. The spill was cleaned per facility protocol. The spiros was replaced, and the drug resumed.